Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection check for damage and 2 hourly in-process inspection in place to check for damage. Due to no sample, no photo was returned, root cause could not be determined. Complain will be monitored and reopened if sample is returned. H3 other text : see h10 manufacture narrative.

Event description:
Pharmacist emailed the tga on 4 oct 2023 to report 1 bleomycin syringe for patient pm was cracked (code 302135mg, batch 3073048). Customer provided additional information on 17 oct 2023 confirming a leak occurred during this event, stating "bleo leaked while being administered". In response to the query whether any damage was observed to the product packaging, or the carton the product was received in - customer responded "crack was too fine".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll barrel cracked the following information was provided by the initial reporter: pharmacist emailed the tga on 4 oct 2023 to report 1 bleomycin syringe for patient (B)(6) was cracked (code 302135mg, batch 3073048). Customer provided additional information on 17 oct 2023 confirming a leak occurred during this event, stating "bleo leaked while being administered". In response to the query whether any damage was observed to the product packaging, or the carton the product was received in - customer responded "crack was too fine".